Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient was unconscious after testing 215 mg/dl on the advantage system using comfort curve test strips. Patient's wife advised caller that the patient had "seemed drunk" earlier in the day, but he had not been drinking. Patient's wife advised the caller that the patient was not diabetic. Caller states based on patient's "neurological issues" he was provided a ventilator and taken to the hospital. Approximately 30 minutes after testing 215 mg/dl a lab value returned as 25 mg/dl. Caller did not know what medical treatment patient received while at the hospital, but confirmed the patient did have diabetes. Requested return of suspect device and replacement was sent.